Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ syringe with needle leaked through the plunger after the medicine application using the syringe. No serious injury or medical intervention was reported.

Event description:
It was reported that bd solomed¿ syringe with needle leaked through the plunger after the medicine application using the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The 10 sample sent by the customer were verified and it was possible observe barrel damaged in 5 sample, which caused the aspiration difficult and leakage during the syringe usage. The potential cause for the occurrence is a jam on assembly machine system, which caused the barrel damage at another syringes. The production operators will be notified from this occurrence. The incident identified from this complaint will be monitored for trend evaluation.